Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  After a review of the device download, it was observed that the device never had logged the attention or the service wrench icons being illuminated. The device was able to charge and deliver defibrillation energy during testing.   The cause of the reported issue could not be determined.